Event description:
It was reported that the pump exhibited an alarmed with air in line message on the scree. Continuous infusion rate was 1.5 ml/hour. Total reservoir volume was 70 ml. Length of infusion was 46 hours. There was patient involvement and no patient harm/adverse event was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.